Event description:
Additional information received notes that the issue was initially discovered in clinic. The device was successfully reprogrammed. Patient stable following changes.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited under-sensing.